Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus and fixed prime. The no delivery alarm was resolved with a complete set change. Customer's blood glucose level was not reported. The device was not returned.